Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the subject meter would take him back to the main menu after attempting to confirm settings for pattern message feature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.